Manufacturer narrative:
Lot number is unknown. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Customer reported that the aspiration button was stuck, and without suction it was impossible to continue the procedure due to bleeding. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: based on the content of investigated data. It was determined, that the potential cause/root cause of failure, was that the removal of silicone oil applied to of-b120, during reprocessing was insufficient. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.